Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced low blood glucose level. The customer's blood glucose level was 51 mg/dl and treated with food. The customer had been using insulin pump system within 48 hours of reported low blood glucose level. The customer also stated that they were on steroids. The customer was neither in emergency room nor admitted into hospital and nor was emergency room service's dispatched as a result of low blood glucose. The customer did not use auto mode feature and based on report customer does not allege insulin pump was over delivering the insulin. The customer stated that insulin dripping or squirting from end of set before connecting at their site. The customer reported that insulin pump was not worn during a medical procedure or test around an magnetic resonance imaging. The insulin pump will not be returned for analysis.